Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a rainbow effect on the display screen and the lcd screen is scratched. Customer's blood glucose was 200 to 300mg/dl at the time of incident. Troubleshooting found that the display screen is hard to read and the customer cannot see all of the information displayed on the screen due to the scratch and the rainbow effect. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted. No unexpected display anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. Visual inspection showed no rainbow effect issue.